Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned femoral impactor bumper indicated that it fractured into two pieces, confirming the stated complaint. This device was manufactured in 2013, showing signs of wear/use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during tka procedure bumper broke in half. No delay reported. No revision surgery performed. Backup device available. No impact or injury to patient reported yet.